Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material between the right left knob and the lock. White foreign material was also found in the air water channel and cylinder, and the gas valve was corroded. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.